Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in intermittent communication loss to the ilet while blood glucose values remained unaffected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user, customer service troubleshooting, and user education. Investigation of this case revealed a transient communication disruption between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of wireless connectivity.